Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the g5 clip delivery system (cds). Based on the information reviewed, the cause of the reported tissue injury cannot be determined. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 29 june 2026, that the patient presented with grade 3 functional mitral regurgitation (mr), thin and enlarged atrium for a mitraclip procedure. During the procedure, several grasping attempts lead to rupturing of anterior leaflet. The clip was removed from the anatomy. The mr remained unchanged post procedure. There was no clinically significant delay reported.